Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed this device was previously serviced for the same reported problem, but during the previous service event the reported problem was not confirmed or reproduced. The reported condition was verified. The device was found out of specification in relation to the reported unresponsive keypad which was reproduced when the #7, #8 and #9 keys were found to be inoperable. The inoperable keypad was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unresponsive keypad in the biomedical service area. There was no patient involvement. No additional information is available.